Event description:
It was reported that stent damage occurred. A 20 x 3.00 rebel stent was selected for use. However, during preparation when the stent protector was removed, the tip of the stent itself was found deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was tightly folded. There were crimp marks on the balloon. The distal end of the stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. A 20 x 3.00 rebel stent was selected for use. However, during preparation when the stent protector was removed, the tip of the stent itself was found deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.